Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6)2026, the patient experienced a skin reaction with rash and eczema under the entire patch area, which occurred an unspecified amount of days after the sensor had been inserted in an unknown location. The patient consulted a skin allergy clinic. There it was confirmed that the patient experienced a contact allergy to the dexcom g7 adhesive and an allergy to colophony. Therefore, the patient has difficulty continuing sensor use. There was no treatment documented. There were no photo or other details provided. At the time of the report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.